Event description:
Physician reported a patient complaint of abdominal pain following essure procedure. Prior to placement of the essure micro-inserts, physician attempted to remove a 2 cm endometrial fibroid via cautery. Several attempts were made to remove the fibroid without success and the decision was made to leave it in situ. Essure micro-insert placement was then attempted. Difficult visualization was reported for both sides; right ostium was somewhat occluded by endometrial tissue and left ostium was occluded by area of attempted fibroid removal. Successful bilateral placement was reported. Patient returned for a diagnostic laparoscopy three days following the essure procedure for abdominal pain. During diagnostic laparoscopy, the essure micro-insert was identified partially embedded in the patient's bowel. The physician successfully removed the micro-insert.

Manufacturer narrative:
The essure physician's instructions for use states: if tubal or uterine perforation occurs or is suspected, immediately discontinue the essure device placement procedure, and work-up the patient for a perforation. A very small percentage of women in the essure procedure clinical trials (1.8% or 12/682 patients) were identified as having device related tubal perforations. Retrieval of perforating micro-inserts, if necessary, will require laparoscopy or other surgical methods.

Manufacturer narrative:
(B)(4).